Event description:
It was reported that the pump touchscreen became unresponsive while the user was on the 24-hour report screen, preventing use of on-screen controls including back navigation, insulin icon, notifications, and menu; a power restart briefly restored functionality, but the touch inputs again failed, and a replacement was arranged. Symptoms included device inoperability due to an unresponsive touchscreen. Outcomes included interruption of normal pump use and the need for device replacement; there were no alarms, injuries, or hospitalizations reported. Investigation included remote troubleshooting and verification of device information. Investigation of this case revealed a touchscreen malfunction consistent with a user interface failure of the display/touch component without visible external damage. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the touchscreen interface.